Manufacturer narrative:
The device was returned for analysis. A visual examination of the returned device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Copious amounts of blood were identified within the balloon which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole midway on the balloon. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at multiple locations along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture at 6atm. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.